Event description:
During a coronary artery bypass surgery, the cobe stockert cardiac bypass machine was primed and re-circulated with no difficulty. Just after assuming bypass, as the perfusionist attained normal flow for this size patient (5 l/min, 2500-2750 rpms, rotations per minute), arterial flow ceased as indicated by the cobe blood flowmeter. Initially the rpm indicator showed normal rpms, but soon a flashing error code e78 (e78=data in and out did not match specs)showed on the rpm display. Bypass was terminated and the scpc, stockert centrifugal pump console, was cycled off/on, after which the perfusionist attempted to resume bypass. Again, as the perfusionist reached the needed flow, the same sequence of events occurred. The perfusionist discontinued bypass and again cycled the scpc off/on. The perfusionist attempted to resume bypass a third time, with the same sequence of events. After discontinuing bypass, the perfusionist cycled the whole cobe stockert system off/on (scpc and scp, stockert centrifugal pump). The perfusionist again assumed bypass, but the same problem occurred a fourth time. At this time, the perfusionist changed out the entire stockert system with another system that was on standby. The patient did not sustain any known injuries during the surgery. At the conclusion of the case, the perfusionist changed out the scpc, but the problem still occurred. Next the perfusionist changed the motor, moving the suspect motor to a second scp and scpc. The problem went with the motor. The perfusionist could not get the motor to turn, even though initially, there was an indication of rpm on the display. Within a few seconds, the display did change to the flashing e78. Later the same day, the perfusionist connected the suspect motor to a working scp/scpc and the motor worked. All 3 components of the cobe stockert system were returned to the manufacturer for investigation.